Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillator event. The patient received treatments at 06:16:42 and 06:17:13 on (B)(6) 2014. The rhythm at the time of the treatments was supraventricular tachycardia (svt). Svt contributed to the false detection. The response buttons were not pressed during the event. The patient was conscious at the time of the event. The patient was admitted to the ICU.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The patient was admitted to the ICU after treatment. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacturer date and usage of device: monitor (B)(4): initial use; electrode belt (B)(4): 10/2012 - reuse. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.